Event description:
Pt taken to shower via shower chair. Upon return to the pt room the chair collapsed causing pt to slip. Did not fall on floor. Was able to transfer pt to personal wheelchair. Upon investigation of the shower chair, the wheelcaster was bent and it bent the pvc pipe also which held the wheel. Supply co was called.